Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
It was reported the patient could not connect to the ipg after an MRI procedure. The ipg had been placed in MRI mode prior to the scan and could not exit afterward. As a result, the system was explanted. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The event of cannot connect to ipg was reported to abbott. The patient's MRI was stopped due to an uncomfortable sensation. The patient reported being unable to connect to device since that time. The patient was experiencing physical pain. The device was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
H9 - fsca number corrected. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The event of cannot connect to ipg was reported to abbott. The patient's MRI was stopped due to an uncomfortable sensation. The patient reported being unable to connect to device since that time. The patient was experiencing physical pain. The device was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.